Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to ocean water and stopped working. Customer's blood glucose was 196 mg/dl. Customer also stated the keypad was unresponsive. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.